Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 12 malfunction event(s), where it was reported the device experienced access door unexpected drop/collapse or end/siderail unexpected drop/collapse. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results), 6 devices: side rail / device migration, 1 device: side rail / no findings available, 1 device: latch / device migration, 1 device: pulley / mechanical problem identified, 1 device: pulley / wear problem, 1 device: pulley / device migration, 1 device: cable; mechanical/structural / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.